Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number : sc-2316-50e; serial number : (B)(4); batch/lot number: 5011185; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure the patient was experiencing back pain. The patient went to emergency room (ER) and had an early lead pull. The patient was doing well postoperatively.